Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Right ventricular pace impedance averages 510 ohms from (B)(6) 2014 to (B)(6) 2015, but varies between 437 and 589 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, but it could not be confirmed. During a follow up, the physician reported that the rv lead impedance values jumped up now and then. As a result, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.